Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was displaying the wrong cal-code. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2018, at 10 am, when he became aware that the code was set at 27 instead of 25. He reported that he manages his diabetes with insulin (self-adjuster) and made no changes to his normal diabetes management in response to the alleged issue. The patient alleges that approximately 2 hours after the meter issue began, he developed symptoms of ¿shaky and sweaty¿. He denies requiring or receiving treatment for the alleged symptoms. During troubleshooting, the csr noted that they were able to change the code to 25. The issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.